Event description:
The customer reported via oral feedback that the co2 microstream extension mechanism for connecting to the x3 device is not engaging the x3 and causing the x3 module to drop. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported via oral feedback that the co2 microstream extension mechanism for connecting to the x3 device is not engaging the x3 and causing the x3 module to drop. Patient involvement is currently unknown.